Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0a1mp, product type: lead. Product ID: 3888-33, lot# va0 eluv, product type: lead. Product ID: 3888-45, lot# va01v2b, product type: lead. Product ID: 3888-33, lot# va0a07z, product type: lead. Product ID: 3888-56, serial/lot #: (B)(4), ubd: 14-jun-2017, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(4), ubd: 05-dec-2017, UDI#: (B)(4); product ID: 3888-45, serial/lot #: va01v2b, ubd: 03-aug-2016, UDI#: (B)(4) ; product ID: 3888-33, serial/lot #: (B)(4), ubd: 13-jun-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had her spinal cord stimulation (scs) removed due to the wires irritating her back. Patient reported the removal already occurred however she did not know the date and indicated she didn't recall details. Patient was not certain if the leads were fully removed but assumed so due to the fact that they were irritating her back. No further complications were reported/anticipated.